Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated a power on reset occurred. A critical ram parity error occurred in address 28 64 on (B)(6) 2016 and address 2a a4 on (B)(6) 2016. Por severity is low so the device should be able to fully recover after reset. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a little more short of breath the past several weeks. An interrogation revealed that the device had a power on reset (por) and was operating in vvi 65 mode. Per the patient, they had underwent multiple radiation sessions for pancreatic cancer. The por was cleared and the device was reprogrammed back to the appropriate settings for the patient. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.